Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
Allergic reaction. The patient came to the clinic due to the missing tooth of left upper 5 in (B)(6) 2023. The implantation was performed after examination. The zimmer tsv implant of 4.7*10 was implanted. The patient reflected the pain at the implant site later. The patient came to the clinic for examination. The allergy occurred. The implant was removed. Symptoms as a result of the event: pain, edema. Tooth site # 25.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, no apparent malfunction was identified with the implant that would contribute to the reported event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.